Manufacturer narrative:
Failure event observed during analysis. Final analysis found an external insulation abrasion at 29.4 to 29.7 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this/these location(s).

Event description:
This report is to advise of an event observed during analysis.